Event description:
The local phillips service rep reported that the device passed all testing and was fully functional. No trouble was found with the device. The customer accepted the eval results and the device was returned to use.

Manufacturer narrative:
(B)(4). The customer's reported symptom was "equipment failure. Subsequently, the local phillips service and support rep reported that the symptom was that the pt had no reaction to defibrillation. There was no report of adverse pt impact. The local philips service rep reported that the device passed all testing and was fully functional. No trouble was found with the device. The customer accepted the eval results and the device was returned to use.